Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported that the medical staff was attempting to implant impella 5.5 and encountered some delivery issues due to the patient's anatomy. The medical staff had to abort the procedure and also had to ask for assistance to the vascular surgery team to close the damaged patient arteries.

Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. No product was returned for evaluation. Per the given clinical information, the root cause of the access site bleeding issue was most likely patient condition related. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.